Manufacturer narrative:
Upon further review, the initial decision to report was incorrect resulting in the initial report being submitted in error. This event screen of an ophthalmic operating system froze during pre-use startup check is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The previously submitted event under manufacturer mfg. Report num: 2028159-2026-00314 does not meet the criteria for MDR reporting as per applicable regulations. Hence, no further reports will be submitted under mfg. Report num: 2028159-2026-00314. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that, during pre-use startup check for vitrectomy, screen of an ophthalmic operating system froze on the initial interface with no response, unable to enter the operation interface. The surgery was able to complete on the same day without any patient harm. Additional information has been requested but is not available at the time of this report.